Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, after penetrating the aorta wall, using the aortic cutter 4.3mm, the surgeon felt a little resistance when trying to pull out the cutter. The hospital applied a bit of force and was able to pull it out. The procedure was finished without further problem. According to the surgeon, he taped and was pulling the aorta toward himself for a better view and then, actuated the cutter. It was assumed that the needle of the aortic cutter might have been stuck on the back wall of the aorta. (The aorta might have become less than 2.5 cm in diameter due to taping.)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, after penetrating the aorta wall, using the aortic cutter 4.3mm, the surgeon felt a little resistance when trying to pull out the cutter. The hospital applied a bit of force and was able to pull it out. The procedure was finished without further problem. According to the surgeon, he taped and was pulling the aorta toward himself for a better view and then, actuated the cutter. It was assumed that the needle of the aortic cutter might have been stuck on the back wall of the aorta. (The aorta might have become less than 2.5 cm in diameter due to taping.)

Manufacturer narrative:
Correction: device codes changed from "ejection problem" to "adverse event without identified device or use problem" internal complaint number: (B)(4). Autonumber: (B)(4). The cutter device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Sign of blood was observed on the needle, and the handle. The safety lock was disengaged and the actuation button fully depressed inside the tool with the cutter and needle deployed. The cutter was in a deployed state with the actuation button approximately 1 inch inside the tool. No visual deformities were observed. No specific failure was alleged for the reported device, based on the return condition of the device, we are unable to confirm any failures.